Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. Data was received for evaluation. However, intermittent audio output cannot be confirmed through data review. A root cause cannot be determined.